Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to install multiple cartridges onto the pump. Reportedly, the cartridges had been left in the customer's car. There was no adverse impact to customer's blood glucose level. Reportedly, the customer used a new cartridge to resolve the issue.